Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a business partner. The reason for the previously reported pump running dry was clarified as being due to the patient missing a refill appointment, and it was assumed the pump was dry for two weeks. Based on the context of the source document, it was unclear if this was with the patient's current pump or the first pump which was empty.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a consumer via a manufacturer¿s representative (rep) regarding a patient who was receiving 2500 mcg/ml of baclofen at 360 mcg/day via an implantable pump for an unknown indication for use. On (B)(6) 2017, it was reported that the patient¿s first pump had malfunctioned. No symptoms were reported. Additional information was received from the manufacturer¿s representative on 2017-feb-23. The initial reporter information was provided and it was confirmed that the patient¿s first pump had also run dry.